Event description:
It was reported that the armada 35 dilatation catheter was prepared according to the instructions for use on a pig at a research laboratory. The armada 35 was attached to a non-abbott inflation device and the stopcock cracked during attachment. An attempt was made to inflate the armada 35 with contrast, but contrast was seen leaking out of the crack in the stopcock. The stopcock and inflation device were replaced with another and the armada 35 was inflated to 12 atmospheres in the pig's right carotid artery for thirty seconds. It was then noted that the armada 35 inflated more at the distal end and less at the proximal end. The armada 35 was removed from the pig and the procedure was aborted. Vessel perforation was evidenced by contrast leaking into subcutaneous tissue. The customer reported that the perforation was from the over-inflation of the balloon on the distal portion, where it appeared larger than the stated diameter. The location of the perforation was on the distal end where the armada was over inflated. No treatment was provided and the pig expired overnight. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is filed as a device malfunction for irregular balloon inflation. Although this event occured in a pig during research, if this same device were to be used in a human and the inflation issue were to recur, there is potential for human injury. Corrections: the initial MDR was inadvertently filed as a death report and is corrected to a malfunction report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Because it was reported that the armada 35 was being used in the carotid artery of a pig at a research laboratory, it should be noted that the armada 35 instruction for use, indications section states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Based on the reviewed information, no product deficiency was identified. The device was returned for analysis. During functional testing, the reported inflation issue with the balloon was not confirmed. A proxy indeflator was used to inflate the balloon to rated burst pressure with no anomaly noted to the balloon. The outer diameter measurement of the working length of the balloon met the product specification. The reported oversized balloon was not confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on a visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency.